Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient stated he has been experiencing pain since his surgery and audible clicking about 2-3 years ago after receiving a stryker knee implant in 2012. Patient is currently on medication for pain as well as steroids.